Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited the customer site to inspect the system and found that the communication intermittently failed. The fss replaced the advantech sbc (single board computer), the modified ethernet cable assembly, and the network adapter to fix the issue. The fss performed a field service checklist and the system passed amo specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that there was no response from the screen or the foot pedal of a whitestar signature system. Safe mode state 2011 error (error getting version strings from instrument host) and error 2012 (instrument host timeout error) occurred. The screen was flickering on some cases. All cases finished fine, but the system had to be restarted a few times. Additional information was received and it was learned that these issues were a result of one problem with the machine. It did not happen during procedure, it was during boot up of system. There was no patient involvement reported and no patient treatments delayed or cancelled.